Event description:
It was reported that a malfunction occurred, identified by malfunction code malf 0. Customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterwards. Customer was informed to continue using the pump and to contact technical support if any further malfunctions arise, which the customer acknowledged and understood.